Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
It was reported that nurse was stuck with needle that was poking through the tray. "Nurse picked up the kit to dispose of the sharps and had a needle stick from the needles having gone through the tray. They tray had gurney next to the patient/ that also brings up possible infection issue if the needles are ever reused to numb again etc."

Event description:
It was reported that nurse was stuck with needle that was poking through the tray. "Nurse picked up the kit to dispose of the sharps and had a needle stick from the needles having gone through the tray. They tray had gurney next to the patient/ that also brings up possible infection issue if the needles are ever reused to numb again etc."

Manufacturer narrative:
A complaint history check was performed and this is the first related reported complaint for needle stick injury for this lot. A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. No issues were identified during incoming inspection, manufacture, or quality inspection for the lot provided. A device history record review did not identify any manufacturing related issues. Based on the limited results of the complaint investigation, a probable root cause could not be identified and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.